Event description:
It was reported that when the catheter was removed from the pump and the health care provider tried to inject through the catheter they were unable to do so. They took the catheter out and tried to inject on the back table. It was noted that they still could not inject and used a needle to clear out the clog in the suterless connector.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).